Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that drive support cap was loose and bottom of insulin pump fell off while attempting to prime. Customer states that insulin pump had been dropped in the past. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
We were unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to detached end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, cracked end cap and missing reservoir tube o-ring.